Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was broken; further details were not provided. Different types of infusion sets were unsuccessfully used. There was no reported impact to blood glucose. Customer reverted to using manual injections for insulin therapy. Upon follow up, tandem clinical diabetes specialist discussed the event with the customer and reportedly, customer reverted to using varisoft infusion sets. Customer reported to have successfully resumed insulin delivery using the varisoft infusion sets.